Manufacturer narrative:
Manufacturing site: (B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented the subject microcatheter may have been withdrawn while its tip had been trapped by the catheter exchange catheter. It was also mentioned that the patient had no sequelae of the reported event and was discharged three days after the procedure. The distal tip of the returned microcatheter was found separated. Microscopic observation of the tip surface proximal to the separation site found circumferential cracks, which can be typically seen as a trace of polymer stretch due to pulling force. The tip fragment was approximately 2.5mm in length. Its surface was found with a trace of ductile fracture that was made when polymer was stretched and fractured. The middle segment of the tip fragment had circumferential cracks, which can be typically seen as a trace of polymer stretch due to pulling force. The distal segment of the tip fragment was found stretched and torn. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was concluded that pulling force exceeding the product design limit was inadvertently applied to the microcatheter while its tip was being captured by the exchanging balloon catheter that was used in combination. There was no indication of product deficiency. Instructions for use states that: [how to use] attach an extension wire to the proximal end of the guide wire or use a 3m or longer guide wire before removing this microcatheter; [how to use] remove this microcatheter while keeping the guide wire stable in the blood vessel. When this microcatheter is removed, check the position of the guide wire under fluoroscopy. Also, if any resistance is felt during the removal of this microcatheter, remove all devices including the parent microcatheter and the guide wire; and, [malfunction and adverse effects] separation.

Event description:
It was reported that during a pci to treat an rca#2 occlusion, the subject microcatheter was used to support a guide wire manipulation. After the subject catheter was withdrawn by way of a catheter exchange catheter, the tip segment of the subject microcatheter was found separated. The tip fragment was retrieved with a snare, and the procedure was resumed to successfully reestablish the blood flow.